Manufacturer narrative:
Computer replaced (B)(6) 2012. RMA issued. Medtronic rep at the site was able to replicate issue. Requested core and log files and a stealth archive. Software has not been evaluated as of the date of this report.

Event description:
A medtronic ent rep reported the site received a "communication error" while in the navigate task in an ent procedure. After a hard-boot of the system the surgeon completed the surgery with the use of the fusion navigation system. There was no impact on pt outcome.